Event description:
In september 2002, a nursing officer reported inaccurate low results with a surestep meter using surestep pro teststrips in the hospital. The patient's blood glucose results were 2.0 mmol/l using capillary on the meter and 6.5 mmol/l using venous in the lab. The variance is 69%. The time difference between the results (more than or less than 30 minutes) is unknown. The patient was "given medication" after the test. It is unknown whether the medication was given after the meter test or after the lab test. The type of medication is unknown and the symptoms, if any, are unknown. No other history on the patient is known. The nurse's testing technique reportedly was correct according to the nursing officer. The test spot on the strip was dark blue after blood was applied. The meter and test-strips were in range with both high and low glucose control solution. No other information regarding the event is known. The meter was returned to lifescan and evaluated by complaint handling. No problem was found.